Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21075178. Medical device expiration date: 20jul2024. Device manufacture date: 01jul2021. Medical device lot #: 21075179. Medical device expiration date: 20jul2024. Device manufacture date: 01jul2021. An mz1000-br product was not available for investigation; however the customer confirmed that the complaint samples were from lot 21075178 and 21075179. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075178 and lot 21075179 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector leaked during use. The following information was provided by the client: "customer reports that lately, when administrating intravenous drugs and/or flushing the device, it's happening a leakage in the connection between the syringe and the max zero, and customer has realized it's too often."